Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the irrigation tube device had a hole and a tear that it was leaking. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the beginning of the surgical procedure, the irrigation tube was already leaking, a "hole, tear" was noticed in it. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The tubing and connectors were observed for any gross visual defects that may cause a leak. A large crack was found in the tubing, which would cause a leak in the device and there was fluid inside the device. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the damage of the tubing, this complaint can be confirmed. The possible root cause could be related when the tubing is not seated correctly on the rollers of the pump and the clamp is pressed down or it could be damaged by handling. However, this cannot be conclusively determined. The IFU warns to avoid damage to tubing, make sure that the tubing is centered on the groove of the pump. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.